Event description:
The customer reported that the dermatome was skipping, and ripping the skin graft. This unit was last serviced in 2005 for the same reported malfunction. The patient needed a large graft which required an additional graft site.

Manufacturer narrative:
To date the device has not been received for evaluation. An investigation has been initiated based on the reported information.